Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 630cc mentor smooth round high profile (catalog #: 3503630, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 560cc mentor smooth round high profile prosthesis and experienced postoperative left-sided deflation. A healthcare professional stated the patient noticed that her left breast was smaller. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2008.